Event description:
It was reported that the motor device was not working. The event was not reported to have occurred during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the hose was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error/ misuse/ abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.